Manufacturer narrative:
Update: corrected implant date.

Event description:
It was reported by the surgeon to the rep that the patient's femoral head disassociated from the stem. No revision has been reported to the rep as of the date of report. Update 28-may-2019: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007. It is further alleged that sometime on or about (B)(6) 2018 the patient was discovered that he had metallosis and needed to be revised with another hip prosthesis.

Manufacturer narrative:
An event regarding disassociation and metallosis involving unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by the surgeon to the rep that the patient's femoral head disassociated from the stem. No revision has been reported to the rep as of the date of report. Update 28-may-2019: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007. It is further alleged that sometime on or about (B)(6) 2018 the patient was discovered that he had metallosis and needed to be revised with another hip prosthesis.